Event description:
Catheter separated 1/2 cm above reinforcement. Insertion site on arm healed. Pt taken to ER. Cxr revealed catheter in pulmonary artery. Pt had catheter removed by radiologist 12/20/94. Catheter returned to MFR.